Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted

Event description:
It was reported that multiple, intermittent cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges. Blood glucose (bg) level for the past event was not impacted; current bg was 114mg/dl. Reportedly, the customer did not observe any obstruction or issue to the pump housing or the pneumatic tap to cause these alarms. The alarms were cleared and insulin deliveries were successfully resumed.